Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter has returned for evaluation. On visual evaluation, the device appeared bloody, no other specific anomalies noted. On the functional evaluation the balloon was inflated with in-house presto device. Upon inflating the balloon water was leaked form the balloon glue joint of the catheter. No evidence of balloon rupture observed on the balloon. Microscopic observation was performed to note all the anomalies. Therefore, the investigation remains inconclusive for the reported balloon rupture since no evidence of balloon rupture noted on the returned device for evaluation. The investigation also confirmed for the identified break as the water leaked from the catheter glue joint. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure of the shunt, the pta balloon allegedly ruptured at 20atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.